Manufacturer narrative:
Sorin group (B)(4) manufactures the d903 dideco avant vavd phisio oxygenator which is not distributed in the united states but is similar to the d903 avant 2 ph.i.s.i.o. Adult hollow fiber oxygenator with coating which is distributed in the united states. The 510(k) number for the d903 avant 2 ph.i.s.i.o. Adult hollow fiber oxygenator with coating is k033323. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that air was delivered to the right section of the patient's heart during a procedure. Although no malfunction of a sorin device has been identified, a sorin avant oxygenator was being used for the procedure. The patient expired. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that air was delivered to the right section of the patient's heart during a procedure. Although no malfunction of a sorin device has been identified, a sorin avant oxygenator was being used for the procedure. The patient expired.